Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was intermittently displaying a communication error message and locking up. There is no report of patient injury associated with this event.